Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving dilaudid (1 mg/ml at .8 mg/day) via an implantable infusion pump. It was reported that the patient's pump was nearing normal end life and during a refill appointment today there was a motor stall that had occurred on (B)(6) 2020. The caller stated that there was no electromagnetic imaging or magnetic interaction. The pump off code was requested.